Event description:
During a pta treatment procedure to dilate a lesion in the anterior tibial, the guidewire broke. Another wire was used to successfully complete the procedure. The patient is reported as 'fine' following the procedure; no injuries or complications were reported.